Event description:
The customer's spouse tried to awake pt in the morning and pt was unresponsive. Spouse used the device to check pt's glucose and the reading was 111 mg/dl. Spouse called the paramedics and they checked pt's glucose and the level was 26 mg/dl. Pt was treated with an IV and taken to the hosp. Controls were not used on the system. The device was replaced and requested to be returned for an eval.